Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. The fsr inspected the instrument and resolved the issue by replacing the tubing, peristaltic head (rohs). A review of the service history for the alinity c processing module identified no additional contributing factors and no additional events associated with discrepant/ erratic results have been reported. A review of manufacturing documentation and trending data for the tubing, peristaltic head (rohs) part identified no issues or trends. A review of tracking and trending data revealed no systemic issues or trends related to the erratic result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified. H4 corrected device mfg date from 06/01/2018 to 06/30/2018.

Event description:
The customer observed a falsely elevated creatinine result while using the alinity c processing module. The customer provided the following data: june 8, 2021: sid (B)(6) : initial 929.1 umol/l, retests 52.9 and 54.2. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The customer observed a falsely elevated creatinine result while using the alinity c processing module. The customer provided the following data: (B)(6) 2021: sid (B)(4): initial 929.1 umol/l, retests 52.9 and 54.2. There was no impact to patient management reported.